Event description:
Steris received a complaint from hospital relating to an alleged burn on the right forearm of an employee, who was disposing a system 1 sterilant cup. According to the account manager, the processor had a power failure, the previous evening and a note was left on the machine indicating that it was out of service. The employee came to work in the morning, didn't read the note, pressed "cancel" twice on teh machine & opened the cover. The employee took out the cup of s20 sterilant which was reported be full. Some liquid from the container came in contact with her arm. She felt an immediate burning sensation and quickly rinsed her arm in water. She sought treatment for the burn in the occupational health department. She reported a blister that was wrapped up by medical personnel. According to the steris account manager no further visits to the attending physician were required.

Manufacturer narrative:
Based upon information received and documented, no adverse effect has resulted from the s20 exposure in this incident. For reference, the s20 cups, cartons and cases are all well labeled with instructions and precautionary statements on the use and handling of the sterilant, as is the ss1 operator manual. Steris provides regular in-service to personnel to avoid improper use and handling. The account manager indicated that the customer has been trained accordingly and that this was an isolated incident.